Manufacturer narrative:
The returned port did not meet the requirements for leak testing due to three tears in the top of the reservoir. The returned catheter met the requirements for leak and patency testing. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ the instructions for use that accompany the device also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All ports and catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when testing the device preoperatively, the reservoir chamber was found to have a leak. Reportedly, the patient was doing well.